Manufacturer narrative:
Hamilton medical ag case number is(B)(4).

Event description:
The following was reported to hamilton medical ag: a local staff member was working on upgrading c1 to sw 3.0.3. He followed the instructions and did the migration update. However, the next time he started c1, the progress bar stopped midway and the screen displayed technical event:384006. No patient involvement.